Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-03482. It was reported the patient experienced patchy skin all over their body, post trial implant procedure. Reportedly, the patient experienced a allergic reaction. In turn, the patient was advised to undergo a allergy test. Results are pending.

Manufacturer narrative:
Describe event or problem was inadvertently entered incorrectly in initial report.

Event description:
Device 1 of 2: reference MFR report number: 3006705815-2018-03482. Follow-up revealed that the patient had a permanent implanted system not a trial system. It was reported that allergic reaction occurred again and determined to be due to antibiotic prior to surgery.

Manufacturer narrative:
Was inadvertently entered incorrectly in initial report.

Event description:
Device 1 of 2: reference MFR report number: 3006705815-2018-03482. Follow-up revealed that the patient had a permanent implanted system not a trial system. It was reported that allergic reaction occurred again. The allergic reaction was determined to be due to antibiotic prior to surgery and not due to the implanted device.